Event description:
The customer site reported that targeting accuracy was noticeably different when compared to the previous quality assurance check. The customer site reviewed the situation for clinical impact on patients treated on the dates between the qa checks and reported no advese events. This situation, unique to this customer, was corrected.